Manufacturer narrative:
The peritonitis occurred on an unreported date in july 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneal) and aminoglycosides (intraperitoneal) to irrigate the abdominal cavity for treatment. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.